Manufacturer narrative:
In f/u with the customer, she indicated that she did not see a fire or melting but did notice sparking. She also indicated that no injuries were sustained as a result of the issue and that the replacement power supply is working without issue. In summary, a breach in the outer insulation of the cord at the strain relief was present and resulted in a short circuit which caused the cord to spark, which poses a risk should it come into contact with a combustible material. CAPA ca10-049, approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional f/u actions will be established as a result of the CAPA process. Eval summary: a visual exam of the transformer revealed no deformation on the housing. The cord appeared to be very twisted along the length with several kinks and bends along the length and a tear in both the outer and inner cord insulation at the strain relief, exposing wires (on the dc side) and showing signs of discoloration on the inner insulation which may indicate signs of sparking or elevated temperatures, though not conclusive. The power supply was plugged in and the voltage across the dc plug was measured at 11.9vdc, which indicates that the power supply is working properly. Sparking was observed while the power supply was plugged in and the cord was manipulated at the point of the strain relief. The resistance across the ac blades measured 61.2 ohms, which is normal and indicates that the thermal fuse did not blow. The resistance across the dc plug measured at 0.7 ohms which indicates a short in the dc cord. The break in the insulation is the source of the short circuit. The exposed wires are on the dc side of the transformer.

Event description:
The customer reported that there were exposed wires on the cord for her pump's power supply and that she was smoking while she was using the pump.